Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # l700504) was received at us cq. Upon visual inspection, it was observed the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot # 6l10946) was retained in the threaded portion of the insertion handle. No issues were observed with the handle. Device failure/defect identified? No, the received condition of the device did not agree with the coded condition of "unable to disassemble" as no issue was identified with the handle. The broken threaded portion got stuck in the handle during surgical procedure but no issues were identified with the handle. Conclusion: the complaint condition was not confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # l700504). There is no indication that a design or manufacturing issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.033.001 lot: l700504 manufacturing site: hagendorf release to warehouse date: 16 march 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the procedure, the driving cap broke inside the handle after being impacted. The driving cap piece is lodged inside the handle. There was a no surgical delay. The procedure was successfully completed. Patient outcome is unknown. This complaint involves (2) devices. This report is for (1) unknown extraction instrument. This is report 1 of 2 for complaint (B)(4).